Event description:
The patient reported skin irritation in the form of open sores. The patient did seek medical treatment from her doctor who recommended an otc cream. The patient reported following proper skin preparation.

Manufacturer narrative:
A DHR review was completed with no noted nonconformances or anomalies during production. The materials that are patient contacting are non-cytotoxic, non-sensitizing and non-irritating. Samples were not available for further evaluation.